Event description:
Per the clinic, the patient experienced an infection at the implant site and was hospitalized for treatment with IV antibiotics for ten days (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.